Manufacturer narrative:
H3, h6: the device, used in treatment, was not received for evaluation and the reported event could not be confirmed. The shipping information was provided and all efforts were made to locate the device, but we have no evidence that it was ever received by the complaint investigation team for evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical technique used, fit/ sizing issue or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the insert was unable to smoothly fit into the groove of the tibial base plate during installation. A new smith and nephew insert was used as replacement and it fit into smoothly. Event occurred during surgery, on the operating table. No additional medical or surgical intervention required to complete the procedure. A delay of 20 minutes was reported.